Event description:
The customer contacted stryker to report that their device randomly powered off by itself with full batteries installed in the device. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue through the electronic records of the device. The reported issue was unable to be duplicated and therefore a root cause of the issue could not be determined. However, a likely cause of the issue may have been one or more unlatched batteries. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device randomly powered off by itself with full batteries installed in the device. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
The customer provided stryker with all the available patient information. Patient fields in which information was not provided were intentionally left blank. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.